Event description:
The pt was reportedly experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery has been scheduled.